Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced an infection of the skin flap, however the issue could not be resolved; subsequently the device was explanted on (B)(6) 2016. It is unknown if there are plans to reimplant the patient as of the date of this report, (B)(6) 2016.

Manufacturer narrative:
This report is filed on october 21, 2016.